Manufacturer narrative:
The device was evaluated by olympus and the reported issue was confirmed. The issue was due to a defect of the universal cord/distal end/ connector/control section/ venting connector due to deterioration or breakage (chemical stress / physical stress). The universal cord / video cable was pierced / cut / or scratched. There was deterioration or breakage of the adhesive on the bending section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the leakage tester was unable to be attached to the endoeye flex 3d deflectable videoscope. The issue was detected at reprocessing. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the adhesive on the distal end (objective lens / light guide lens) was peeling off. This report is to capture the reportable malfunction of the adhesive on the distal end (objective lens / light guide lens) was peeling off noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress on the tip from outside the scope, chemical attack due to chemicals, or consequences of incorrect sterilization processes. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "The methods listed as ¿compatible¿ are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." Olympus will continue to monitor field performance for this device.